Manufacturer narrative:
A visual examination revealed the balloon was not folded which indicated the balloon had been subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. When positive pressure was applied, no leaks were identified in the hub although liquid did leak from a pinhole located approximately 5mm proximal to the proximal markerband. An examination of the balloon material and markerbands revealed no issues which could potentially have contributed to this complaint. A visual and microscopic examination revealed no damage or issues with the hub or markerbands which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20mar2020. It was reported that hub leak occurred. Vascular access was obtained via the brachial vein. The 90% stenosed target lesion was located in the non-tortuous and calcified left subclavian vein. A 7.0 x80, 75cm gladiator balloon catheter was advanced but it was found out that pressure could not be given to the device. Contrast agent was leaking from the hub's side and blood flowed in the pump. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.